Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-12 - product expired test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results of 267mg/dl. The expected fasting blood glucose test result range is 105mg/dl. Customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call on (B)(6) 2018, a blood test was not performed by the customer and produced test results of e-2 and e-3l using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6) customer calling concern with the meter giving erratic and high results. Customer ran several tests and the results were erratic, test was done same hand different finger. Customer normal glucose range is 105mg/dl fasting. Customer strips are expired (mu2467 (B)(6) 2018) customer does hemo-dialysis in the morning and test twice a day. Check the meters memory and the time is not set. Customer open a new vial of strips and ran a test and got e-2, e-3.